Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in two pieces with the helix extended and clogged with blood. The full helix extension length was measured within product specification. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted.

Event description:
It was reported that patient's right ventricular (rv) lead exhibited loss of capture. It was further noted from x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was stable.